Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The chronic total occlusion, 100% stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. After a non bsc guide wire crossed the target lesion, the 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for predilation. The balloon was inflated for 20 seconds however it ruptured 14 atmospheres on the first inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).